Event description:
It was reported that the device failed preventive maintenance for plunger force accuracy test. The device may need a new drive assembly. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Based on the findings, service determined that the probable root cause of the reported issue was due to wear of the carriage assy - split nut worn. A review of the device history record showed the device had a manufacture date of 07jun2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device failed preventive maintenance for plunger force accuracy test. The device may need a new drive assembly. No additional information was provided. There was no patient involvement.